Event description:
It was reported that was reported that post procedure while in the recovery room, tamponade was noted due to cardiac perforation by the right ventricular (rv) lead. A revision procedure was performed and the rv lead was repositioned. Pericardiocentesis was performed to address the tamponade. No additional intervention was required. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.